Event description:
Report was received from USA stating that the device does not function. It is known that the device was not used in surgery. It is unk if there was any pt or user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).